Event description:
Customer reported an error with their continuous glucose monitor (cgm), identified as error 42. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset procedure by customer technical support, after which the error code did not reappear, and the customer successfully restarted their sensor session.